Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during central processing, frayed wire at the tip of instrument. There was no reported injury.